Event description:
Customer reported the insulin pump hasn't been working for a week. Customer stated when he primes the device alarm and rests. Customer's blood glucose was unknown. Troubleshooting was performed. Customer all ready reverted to back-up plan, has been treating with manual injections. The device was not dropped or bumped prior to the alarm occurring. Customer reported the drive support cap was protruded and does not recall pressing it in. Customer was advised to discontinue use of the device and revert to back up plan.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was unable to prime during the prime/a33 test and motor error alarm during the basic occlusion test due to protruded loose drive support disk. No a33 alarm and the motor passed motor test. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked, cracked reservoir tube lip.